Manufacturer narrative:
The lead acid battery was returned to the manufacturer for analysis. Analysis found that the battery functioned as intended. A medtronic representative went to the site to test the equipment. Testing revealed that the battery did not hold charge and powered down after unplugging, even though the system was plugged in overnight. The battery was replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system shuts down immediately when unplugged and does not run off the backup battery. There was no clinical impact.